Manufacturer narrative:
(B)(4).

Event description:
The patient was leaking spinal fluid so her physician tried to stitch a new catheter in place which was not successful. She was hooked up to a drain gadget for three days to drain the excessive fluid which did not work. It was found that her body rejected the catheter. She no longer uses her drug delivery system and administers oral baclofen instead. It was noted that she had tremendous success with the drug delivery system. Baclofen was administered via the pump. Additional follow up was not possible.